Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient recently was seen with the complaint of syncope. The boston scientific sales representative noted that there were recorded atrial tachy response (atr) events, while the patient was in ventricular tachycardia (vt) but it was inappropriate for current programming. The system remains implanted and some programming changes were made in an effort to eliminate this from happening again. To date, no additional adverse patient effects have been reported.